Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the power issue began two weeks prior to contacting lfs. The patient manages her diabetes with metformin and novolog (dosage unclear). According to the csr¿s documentation, in response to the product issue the patient reportedly increased her oral medication that afternoon (the day the power issue occurred) and administered between three to four tablets. At an unspecified time later that afternoon, the patient reportedly developed a symptom of shaking; the patient, however, denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified the subject meter¿s batteries were not replaced per owner¿s booklet recommendation and noted the patient did not have replacement batteries available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.